Event description:
It was reported to the manufacturer, per the caregiver the patient fell out of bed. The husband called 911 to have her transported to the hospital. She is currently at home and still using the air mattress. The patient did not sustain any injuries. Per the husband it was not the mattress that caused her to fall, it was in fact the frame that was provided by (B)(6). The railing was inadequate. The husband has contacted (B)(6) to report the incident and has not received any assistance. The mattress and control unit were evaluated by the delivering technician and were determined to be functioning as intended. Complaint #(B)(4)and ra#(B)(4) was entered into our system to retrieve the mattress and control unit for investigation at joerns. As of this writing, the mattress and control unit have not been returned to joerns.

Manufacturer narrative:
Joerns is sending the report to the manufacturer.